Event description:
It was reported that prior to a tonsillectomy procedure using a coblator ii controller, the flow control valve was discovered to be damaged and unable to correctly measure saline flow. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.